Event description:
Reportable based on the product analysis completed on (B)(4), 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. Access was obtained via the femoral artery. The 2.25 x 24mm, 80% de novo and eccentric lesion with an ejection fraction of 60 was located in a non-tortuous and moderately calcified diagonal. After predilatation with a non bsc balloon catheter, the physician advanced the 2.25 x 24mm promus element stent delivery system to the lesion and it was unable to cross. The procedure was not completed due to this event. No patient complications were reported. The patient status was reported as stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had kinked approximately 210mm distal from the catheter's strain relief. Several kinks were also noted along the length of the shaft. There were traces of solidified contrast media present inside the proximal end of the balloon and also along the length of the guidewire and inner lumen. A visual and microscopic examination of the crimped stent and balloon of the device noted that the proximal end of the stent appeared to be slightly flared and the proximal end of the balloon was not tightly wrapped and was subjected to positive pressure, which could have resulted to the proximal end of the stent being slightly flared. The tip of the device had a jagged like damage. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).